Event description:
Caller reported that insulin gauge displayed a different amount than expected. There was no reported impact to the customer¿s blood glucose level. Technical support had issues with crm and informed the caller they would follow up after restarting the computer; however, follow-up attempts were unsuccessful as the line was busy.